Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: there was no issue during the insertion, no change in force. They only realised there was an issue at the end of the case, when they removed the trocars so the clinician could close. The tip of the cannula has broken off. They were unable to retrieve the broken piece which is still in the abdomen cavity. The patient is fine. The trocar is currently held at [hospital name], it is cleaned and keep safely. Additional information provided via email by applied medical representative 25mar21: patient is fine, went home on the same day. They checked the bins, trays, whole environment and also, inside the patient. After surgery, they x-rayed the patient but unfortunately they weren¿t able to locate the fragment. This happened towards the end of the procedure, she couldn¿t confirm whether they washed inside however checked inside and there was nothing. Other instruments used were standard lap chole set and basic set (needle holder etc.) The matron also commented that the surgeon commented in his report that the patient had previous surgery from a lap appendectomy, there was scarred tissue making it more difficult to insert the trocar. Intervention: they checked the bins, trays, whole environment and also, inside the patient. After surgery, they x-rayed the patient. Patient status: patient is fine, went home on the same day.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The fragment was not returned to applied medical. The tip of the cannula was warped around the edges and other signs of damage were observed. Based on the condition of the returned unit and the description of the event, it is likely that the cannula tip fractured due to forces exerted on the cannula tip by instrumentation used during the procedure.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: there was no issue during the insertion, no change in force. They only realised there was an issue at the end of the case, when they removed the trocars so the clinician could close. The tip of the cannula has broken off. They were unable to retrieve the broken piece which is still in the abdomen cavity. The patient is fine. The trocar is currently held at [hospital name], it is cleaned and keep safely. Additional information provided via email by applied medical representative 25mar21: patient is fine, went home on the same day. They checked the bins, trays, whole environment and also, inside the patient. After surgery, they x-rayed the patient but unfortunately they weren¿t able to locate the fragment. This happened towards the end of the procedure, she couldn¿t confirm whether they washed inside however checked inside and there was nothing. Other instruments used were standard lap chole set and basic set (needle holder etc.) The matron also commented that the surgeon commented in his report that the patient had previous surgery from a lap appendectomy, there was scarred tissue making it more difficult to insert the trocar. Intervention: they checked the bins, trays, whole environment and also, inside the patient. After surgery, they x-rayed the patient. Patient status: patient is fine, went home on the same day.